Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 21.5 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of pacing impedance high and failure to capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements greater than 3000 ohms and pacing was not delivered as expected. The treating physician suspected issues were caused by a lead fracture. However, a chest x-ray failed to show evidence of a fracture. Nevertheless, the lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrections: h.device manufacturers only 6. Adverse event problem: change in medical device problem codes, component codes and investigation finding codes. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 21.5 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of pacing impedance high and failure to capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance measurements greater than 3000 ohms and pacing was not delivered as expected. The treating physician suspected issues were caused by a lead fracture; however, a chest x-ray failed to show evidence of a fracture. Nevertheless, the lead was explanted and replaced successfully. No additional adverse patient effects were reported.